Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: replaced comb and ratchet gear. During evaluation, it was confirmed that the ratchet handle was stuck on the mesher base due to a damaged ratchet gear (able to perform the up/down motion, as the sample mesh test passed). Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: australia.

Event description:
It was reported that during biomedical engineering test/check the handle was stuck on the mesher and unable to be removed. During product evaluation, it was found that the comb was damaged. There was no patient involvement. Due diligence is complete. No additional information is available.there was no adverse event associated with this malfunction.